Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a diagnosis procedure. The procedure was completed by using another system. It was reported to philips that wireless footswitch had lost connection. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that footswitch battery was dead. To resolve the issue, fse replaced wireless footswitch and base station. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch had lost connection which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.